Manufacturer narrative:
(B)(4). Device is not available for return and inspection. (B)(4).

Event description:
During the procedure, the doctor cleaned the tip of the device with a 4x4 raytec sponge and the tip of the device broke off. The patient had an x-ray to ensure the needle was not in the patient; therefore, the patient was kept under anesthesia for an additional hour. The facility was not able to find the tip but the x-ray confirmed the tip was not in the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.